Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported issue attaching the bravo capsule during placement. However, the placement of the capsule was sucessful. The delivery device broke into pieces upon placement. No harm to the patient or user.